Manufacturer narrative:
The subassembly in question is a560 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product (mx9622v) by smiths medical international in another country. The finished product is further assembled, packaged and sterilized by smiths medical international. There were no issues present in the device history record. Visual examination confirmed the male luer lock had detached from the tubing. Examination of the solvent ring indicated that the tubing had been fully seated in the connector; however, there did not appear to be solvent attack at the bond interface. The tubing near the solvent connection was within specification. There was evidence that solvent had been correctly applied, but there was no solvent attack at the bond. Smiths was able to confirm the issue; however, the exact cause of the separation could not be determined. The issue is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated that the arterial luer at the end of the red (arterial) tube is not stuck together. There was no pt injury or treatment reported with this event. Reporter reported this event to smiths medical international.